Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced chronic pain and redness at the pulse generator implantation site. The device was explanted and replaced.